Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: according to the surgeon who performed the surgery: the primary angular stability of the screws results in screw breakages, since the screws cannot be inserted in the predetermined angle (promontorium; anatomy of the patient) into the s1. This causes a tension in the screw and it breaks. A secondary angular stability, such as by an expanding cone as in the cslp iii, could avoid such screw breakages. Additionally, the six (6) x-rays were reviewed by the manufacturer and it was confirmed that at least one atb caudal screw is broken in x-ray 2 and x-ray 6. Due to the resolution of the images, although likely, it is difficult to confirm screw breakage in x-ray 1, x-ray 3 and x-ray 4, and x-ray 5.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient¿s screws were broken at the caudal area of the atb plate. This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. This report is for an unknown quantity of unknown screws/unknown lots. Unknown if devices have been explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.